Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000429, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000442r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not open when around the patient. This issue occurred intraoperatively, and there was less than one hour delay. There was no reported impact on patient involved. Troubleshooting states that they did the yellow button method- no resolution. Emergency door opening - worked a little bit but then they heard a loud pop and it seemed like it broke. Tried the yellow button method- did not work. It sounds a little rattly but they can see the crank spinning.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They replaced door winch and side wall door switch. Codes b01, c07, d02 are applicable. (H3,h6) : manufacturing representative went to the site to test the system. They were unable to confirm reported complaint, "emergency door opening." Test winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows the drive gear on the motor is missing and the center cog gear was bent. Damaged door winch assembly. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273; product ID: bi71000429, serial/lot #: (B)(6); product ID: bi71000442r: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.